Event description:
It was reported that during a da vinci-assisted urology surgical procedure, the customer had lost a monopolar curved scissor (mcs) tip cover accessory during the procedure. The staff noted the mcs tip cover accessory was missing during the count. The customer requested the staff RMA the tip cover. The staff was able to locate the tip cover with the laparoscopic instrument. The procedure was completed.

Manufacturer narrative:
Based on the claim against the product by the customer noting monopolar curved scissor (mcs) tip cover accessory was missing, an investigation is in progress. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. An RMA was not issued for the return of the mcs tip cover accessory. Although the complaint regarding mcs tip cover accessory being lost during the procedure was not confirmed by failure analysis since the mcs tip cover accessory was not returned, the information gathered indicates that the device did contribute to the customer-reported issue. The product has not been returned for evaluation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted when failure analysis has completed their investigation.